Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet displayed alert 32, indicating a delivery motor communication error, and multiple restarts did not resolve the malfunction, after which the user transitioned to manual insulin therapy while a replacement was arranged. Symptoms included hyperglycemia with a reported peak blood glucose of 266 mg/dl for less than one hour, without ketone testing, medical intervention, assisted care, or acute complications. Outcomes included temporary interruption of automated insulin delivery and the need for device replacement. Investigation included complaint handling, device replacement logistics, and return-for-analysis coordination. Investigation of the returned device revealed a delivery motor processor communication malfunction within the pump¿s delivery subsystem; replacement was provided, and the original devices were collected for assessment.